Manufacturer narrative:
Continuation of concomitant: dtba1d1 crtd implanted: (B)(6) 2014.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was explanted due to endocarditis. The device system was later replaced. The patient is a participant in (B)(6). No further patient complications have been reported as a result of this event.